Manufacturer narrative:
Details of the complaint: on (B)(6) 2020, bme (B)(6) reported the cns (pu-621ra sn: (B)(6) ) was not booting into the software. Investigation summary: the root cause is determined to be failure of the cns secondary hard drive. Hard drive condition is a regular inspection item and the part is a replaceable component of the device. The cns has no pattern of hard drives failures or replacement in its 8 years of service.

Event description:
The customer reported that their central nurse's station (cns) experienced boot up failure.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) experienced boot up failure. No harm or injury was reported. They removed the hdd 0 and placed hdd 1 in the same slot, which allowed the system to start and resume working as intended. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) experienced boot up failure.